Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the device was not working properly, the attachment was stuck in the device. The procedure was completed successfully using back-up equipment after a 10 to 15 minute delay, for which additional anesthesia was administered. No adverse consequences were reported for this event.

Manufacturer narrative:
The reported event, drill was not working properly and attachment was stuck, was confirmed. Upon disassembly, the guide pin was found to be broken.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the device was not working properly, the attachment was stuck in the device. The procedure was completed successfully using back-up equipment after a 10 to 15 minute delay, for which additional anesthesia was administered. No adverse consequences were reported for this event. It was reported that during equipment testing conducted at the manufacturer facility, the guide pin of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.